Event description:
It was reported that several minutes after insertion of bd intima-ii closed IV catheter system leakage occurred. Catheter was removed and a new catheter was inserted. Patient experienced pain and anxiety, no additional patient impact was provided. The following information was provided by the initial reporter, translated from chinese to english: on june 19, the nurse used the indwelling needle for the patient's infusion treatment. After about 5 minutes of infusion, leakage was found in the seal, which was immediately removed. The patient needed to be reinjected, which caused pain to the patient and affected the treatment.patients are anxious about this, the nurse immediately do a good job to explain the work to appease emotions, bring pain to patients, affect the treatment.there was no combination of instruments in this incident.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0246067. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several minutes after insertion of bd intima-ii closed IV catheter system leakage occurred. Catheter was removed and a new catheter was inserted. Patient experienced pain and anxiety, no additional patient impact was provided. The following information was provided by the initial reporter, translated from (B)(6) to english: on june 19, the nurse used the indwelling needle for the patient's infusion treatment. After about 5 minutes of infusion, leakage was found in the seal, which was immediately removed. The patient needed to be reinjected, which caused pain to the patient and affected the treatment. Patients are anxious about this, the nurse immediately do a good job to explain the work to appease emotions, bring pain to patients, affect the treatment. There was no combination of instruments in this incident.